Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing was observed due to a myopotentials which inhibited pacemaker function. The patient is pacemaker dependent; however, the patient did not experience any symptoms. The device was reprogrammed. The patient is stable.